Event description:
It was reported that the insulin pump alarmed button error, a weak battery, and has an unresponsive keypad. The blood glucose reading was 287 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specification. No unexpected weak battery alarms noted. Insulin pump received with intermittent buttons, due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners, display window, reservoir tube, battery tube threads and minor scratched lcd window.